Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) a tracheotomy tube was surgically inserted during a surgical tracheostomy procedure at an ICU bedside at 10:30 in the morning. On (B)(6) at 16:00 the cuff blew, lost pressure and started leaking, losing ventilation. The rt immediately changed out the device for a fresh one. It was noted that the cuff was tested prior to use and the cuff inflated/deflated during pre-test.